Manufacturer narrative:
This report is submitted on june 19, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.